Manufacturer narrative:
(B)(4). The device was evaluated at philips and the issue was duplicated. The power pca was replaced to resolve the issue. The device was returned to the customer.

Event description:
The customer reported that the device shuts down on ac operation.